Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 104) was confirmed. As received, monitor failed incoming testing. Upon evaluation, contamination was found on the j101 and j502 connectors, the sd card, and the jtag board. The cause of the service code and incoming test failure is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 104. During servicing, the device failed incoming testing.